Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on the bus despite reboot and recovery attempts. A field service engineer attempted recovery, powered down the station, adjusted the latch sensor, cleaned debris, replaced the cubie, and verified operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 were not detected on the bus. The customer rebooted the station and attempted recovery; however, the recovery failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.